Manufacturer narrative:
The field service representative replaced the ultrasonic mixers, incubator bath window, and relevant parts. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of a questionable low crep2 creatinine plus ver.2 result for one patient sample from the cobas 8000 c702 module. The initial result was 21 umol/l and was reported outside of the laboratory. The repeat result was 86 umol/l. The reagent lot number was 591139. The expiration date was requested but was not provided.